Manufacturer narrative:
Concomitant medical products and therapy dates: model 3660, scs ipg - therapy date unknown.

Event description:
Related MFR report number 1627487-2019-05260. It was reported that the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention was undertaken to explant the ipg and lead.